Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The 58th annual meeting of the japanese society of pediatric cardiology and cardiac surgery conference (abstract p. Iii-p6-3-02). This article reported a case study regarding an unknown size amplatzer duct occluder. On an unknown date, an amplatzer duct occluder was selected for implant to close a ventricular septal defect (vsd). The procedure was conducted in an antegrade approach making an arteriovenous (av) loop. The device was implanted within the mass of a membranous vsd. It was found that the occluder migrated from the implant area the next day. It was then percutaneously removed. No additional information was provided. [Primary author is takanari fujii, md, showa university hospital, 1 chome-5-8 hatanodai, shinagawa city, tokyo 142-8666, japan]

Event description:
N/a.

Manufacturer narrative:
An event of device migration was reported. Information from the field indicated that the device was selected for implant to close a ventricular septal defect and was found to have migrated the next day. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.